Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure black screen with red line was confirmed and the event scope communication error-e266 was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event black screen with red line was caused due to no image. The most probable cause of the complaint was component failure. The event scope communication error-e266 was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope displayed error 226 and showed a black screen with red lines. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.